Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for hemostasis in the colon during a colonoscopy procedure performed on (B)(6), 2024. During the procedure, when attempted to close and deploy the clip and the clip locked but was unable to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.